Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). Crystal deposits on the surface of the tube.

Manufacturer narrative:
Samples received: (B)(4) closed ampoule. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. The ampoule received has been analyzed and it has been detected a defect in the ampoule where the adhesive from the inside has leaked. The crystals in the ampoule are polymerized glue over the ampoule surface. As no other customer complaints have been received regarding this batch, it is considered that this is an accidental and isolated problem but the batch is correct. Reviewed the batch manufacturing record, there is a deviation prior to the release of the product. The deviation was an approval of the ampoules, they were approved. Final conclusion: taking into account that the results of samples received do not fulfill the specifications of the OEM, it is concluded that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.